Event description:
Intraocular pressure increased [intraocular pressure increased]. Case description: spontaneous case, loc ref. # p04040370. An ophthalmologist reported that a pt developed intraocular pressure increased during cataract surgery in which hyaluronate sodium (healon 0.6, gmdn code 35907) was used. Pt suffered also from narrow-angle glaucoma, diabetes mellitus and diabetic retinopathy. Pt's medical history included laser iridotomy in 1999. They were admitted to hosp, for 11 days., to control diabetes mellitus. Concomitant medication at the time of the event included latanoprost (xalatan, 1 drop/daily, ophthalmic route), dorzolamide hydrochloride (trusopt 3 drops three times day, ophthalmic route) and levofloxacin (cravit 3 drops three times day, ophthalmic route). The following month, as pt's physical condition was good, cataract surgery was conducted. During surgery, miosis appeared. Since the backside of intraocular lens (iol) in the bag could not be polished because of miosis, there was a strong possibility that the residue of hyaluronate sodium remained in the bag. The following day intraocular pressure (iop) increased around to 50mmhg, (before the surgery it was 20-23mmgh), and the pt was treated with mannitol (d-mannitol, intravenously) and acetazolamide (diamox, 3 tablets daily, oral route) and at the same day the iop improved to 30 mmhg. The following month, the iop was 40 mmhg and they was treated with dorzolamide hydrochloride (trusopt) and acetazolamide after mannitol. The pt recovered from the event 2 days later pt was discharged from hosp. 9 days later, the case was upgraded to serious/intervention required by gpv physician.